Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter snapped. The target lesion was located in a coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the catheter was attempted to be inserted inside the patient's body; however, it was noted that the catheter snapped. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis except for the detached portion which was the distal portion of the shaft was not. A microscopic examination of the shaft and collar were performed. There was blood on the shaft. The shaft was detached/separated at the collar. There was a section of shaft in the collar that was damaged. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter snapped. The target lesion was located in a coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the catheter was attempted to be inserted inside the patient's body; however, it was noted that the catheter snapped. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.